Manufacturer narrative:
The permanent cautery spatula instrument involved with this event has been returned and evaluated. Failure analysis was able to confirm the customer reported complaint. The instrument was found to have a broken ceramic sleeve. The broken piece was approximately 0.057 x 0.088 in size. The known common cause for this type of instrument damage is due to mishandling/misuse. A device history record (DHR) review for the device involved with this complaint has been completed. No non-conformances were identified to be related to this complaint. This complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, a fragment from the permanent cautery spatula instrument allegedly broke off and fell inside the patient. However, at this time, the location of the broken fragment is unknown. It is also unknown if the missing fragment was retained inside the patient. There is no indication that a malfunction of the permanent cautery spatula occurred.

Event description:
It was reported that during a da vinci assisted total hysterectomy with bilateral salpingo-oophorectomy procedure, the tip of the permanent cautery spatula instrument was caught in the cannula and broke while attempting removing the instrument. Furthermore, one small fragment from the instrument fell inside the patient and was unrecovered. On 06/03/2016, intuitive surgical, inc. (Isi) contacted a nurse from the site and gathered the following additional information regarding the reported event: when the permanent cautery spatula instrument was pulled out, the tip of the instrument got stuck in the cannula. The surgical staff tried to push the instrument back into the cannula to release and pull it back up. There were no reported issues with the cannula. When the surgical staff got the instrument out, it was noted that a 1/8 piece of the yellow sleeve was broken. When this was brought to the surgeon's attention, the surgeon decided to not look for it, and stated it was too small of a piece and should not be an issue. Based on the surgeon's feedback there were no post-operative tests (i.e. X-ray, ultra sound) performed to either retrieve or search for the fragment. The uterus was removed before the incident reportedly occurred. The nurse mentioned that it is believed that the tip of the instrument was probably not straightened before trying to remove it from the patient. The nurse stated that there was no video recording of the procedure available and no patient harm or post-op complications have been reported. The site was unsure if the missing instrument fragment was retained by the patient.